Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during drilling of the femur the drive shaft broke in the flexible tube. Another drive shaft and flexible tube were used. No information about patient condition received. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 314.743, synthes lot 7312609: release to warehouse date: september 24, 2013. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Per the technique guide, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. However, it was reported that all broken pieces were removed. The break is roughly transverse and located within approximately 7.2mm and 10mm distal to the distal edge of the drive shaft helix. The helix is intact but shows scraping along the raised edge. The proximal connecting post shows wear and one noted dent. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All broken off pieces were removed. There was no patient harm. Another device was used instead. The surgery was prolonged about twenty (20) minutes.